Event description:
The center was turning on driver to set-up for a training class when the pneumatic driver displayed error code 20. The driver was powered down and restarted and displayed error code 22. The driver was powered down once more and error code 20 was displayed again on start-up. Also noted was a grinding noise.